Event description:
The service report shows that the audio alarm sound level was inadequate. The customer support engineer inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.